Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) unit is making a loud noise.

Manufacturer narrative:
Additional information received on 14-nov-2022: corrected sections: b5, b6, b7, d10, h6 (clinical code and impact code) investigation finalized on 20-feb-2024: it was reported during pre-use check that the cs300 intra-aortic balloon pump device made a very loud noise. Getinge field service engineer (fse) evaluated the unit reports loud rattling sound. Sound would get loud during start up and level off to normal decibel. Loose bolt on motor mount found to causing excessive vibration from compressor. Once tightened vibration was gone in as well as out of cart. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. Unit passes all functional and safety tests. No patient involvement. Getinge does not recommend the use of non-OEM parts and cannot guarantee the performance of units making use of non-OEM parts.

Event description:
It was reported during pre-use check, the cs100 intra-aortic balloon pump (iabp) unit is making a loud noise. No patient involvement was reported.